Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized due to cardiac decompensation. The device was interrogated and there were episodes of oversensing on the right ventricular lead. The device was reprogrammed to resolve the oversensing. Additional information was requested but not received.

Event description:
Additional information was received indicating that the reprogramming was unable to resolve the event and the patient was discharged in stable condition.